Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that the patient with this device believed the incision location was infected. There was a string coming out of the incision. The incision is red and when the incision is pressed on, bodily fluids come out. The patient's physician is aware of the string and informed the patient that it will go away. No adverse patient effects were noted.